Event description:
Tpn infusing with a smartsite extension set and a 0.2 micron low protein binding filter. This was part of the IV tubing set up. Tpn was seen leaking from the filter portion of IV tubing. IV tubing set up was changed out.

Event description:
Tpn infusing with a smartsite extension set and a 0.2 micron low protein binding filter. This was part of the IV tubing set up. Tpn was seen leaking from the filter portion of IV tubing. IV tubing set up was changed out.